Event description:
It was reported that (1) er320 was used during a laparotomy cholecystectomy procedure. It was reported by the rep that during the procedure, clip applier misfired. Another er320 was pulled and case was finished without incident. The scrub tech stated that it "looked as if the clips got jammed". The surgeon proceed to bag product to be returned for testing. There was no consequence to pt.